Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. A review of the pump history showed no warnings or alarms related to complaint however multiple pump reboots were observed in the black box on (B)(6) 2013. Unrelated to the display issue, evaluation revealed a cracked battery compartment; the battery cap threads were damaged. The returned battery cap was unable to tighten due to damaged threads. A power loss was observed.(B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.